Event description:
Per communication: as we discussed earlier we need to work with (B)(6) and her sister (B)(6) to provide (B)(6) with a replacement chair. She has had multiple problems with her caster assemblies which has become a real safety problem. The invacare compass sn# (B)(4) was purchased on (B)(6) 2012. Our records indicate a bolt fell out of the caster on (B)(6) 2012, we replaced the fork with hardware and the caster assemblies on (B)(6) 2013, and now the caster and hardware malfunctioned again on (B)(6) 2014. (B)(6) has fallen out of the chair twice and needed medical attention each time. (B)(4) 2014: I called and spoke to end user's sister and told her we can return and replace the chair due to the multiple issues she has had with the chair. She said she has lost all faith in the chair and I assured her we would replace and do our best to make her happy. She agreed to take the replacement and see if it is better than the one she has. (B)(4) processed. No further information provided.